Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery (lad). The 2.75x38mm xience prime stent delivery system (sds) was deployed; however, a distal edge dissection was observed. A 2.75x28mm xience v sds was deployed to treat the dissection; however, a dissection was noted and another 2.75x12mm xience v stent was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.